Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise and minute ventilation (mv) oversensing, resulting in the mv feature being switched. It was noted that the intermittent ra noise caused the mv oversensing and inappropriate atrial tachy response (atr) episodes. The patient had ventricular tachycardia (vt) episodes in which the non boston scientific right ventricular (rv) lead exhibited intermittent noise. Boston scientific technical services (ts) noted the patients underlying rhythm was present throughout the episodes. Ts discussed troubleshooting with the health care professional. The device and leads remain in service. No adverse patient effects were reported.